Event description:
B.i.g. Io device used on this patient who was in cardiac arrest. Unable to extract the trocar device from the io needle in the patient's right tibia. Should come out easily and it would not. Called company and they sent us a new device out for free. Dates of use: 2009. Diagnosis or reason for use: cardiac arrest - io access required for drug and fluid.